Event description:
It was reported to the olympus, that the high definition lcd monitor serial digital interface modules were defective and had fall damage. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a printed circuit board failure. Also, evaluation found the front panel was cracked, the rear panel was deformed, the housing was broken, the up/down knob could not be locked securely due to wear of the forceps elevator wire, the elevator channel plug nut was loose, the scope plate was detached, the air/water and suction cylinders were discolored, switch #1 was cut, water tightness was lost due to a pinhole on the bending section cover, damage on the acoustic lens, deformation of the electrical connector guide pin and deformation of the scope connector, the number of missing elements exceeded the standard value due to damage on the ultrasonic probe, the displayed ultrasound image was defective due to damage on the acoustic lens, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube was scratched, and there was a gap between the acoustic lens and ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿endoscope image cannot be displayed¿ occurred due to a faulty qb board. A root cause could not be identified. Olympus will continue to monitor field performance for this device.